Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported slow processor which was reproduced as a delayed keypad response. The reported symptom was verified and found to be caused by a failed processor printed circuit board. The processor printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a slow processor. There was no patient involvement. No additional information is available.